Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of nine devices. Visual and tactile inspection of the returned products noted that there were no abnormalities that would have caused or contributed to the reported condition. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 days postoperative from a routine spay, the dog patient was taken to the emergency clinic for dehiscence of the incision with exposed intestines. An additional operation (skin and subcutaneous closure) was performed to correct the issue. Hospitalization was extended by one day as a result of the event. The patient is doing well now.